Event description:
It was reported that the patient received inappropriate shocks due to "sensing issues" on the pace/sense portion of the right ventricular lead. The pacing lead and high voltage lead were replaced with a new lead. No further patient complications have been reported as a result of this event.

Event description:
It was later reported that the patient "has endured and will continue to endure pain and suffering."

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.